Manufacturer narrative:
Product complaint#: (B)(4). Date sent to the FDA: 06/07/2021. Additional h6 component code: g07002 ¿ device not returned. Additional information was requested and following was obtained: lot number? I do not. Is the device involved in the event or representative samples from the same lot number available for evaluation? These were not samples, facility purchased and received through their warehouse. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Lot number? Is the device involved in the event or representative samples from the same lot number available for evaluation? Please clarify the type of procedure, for example was it a carotid procedure? The single complaint was reported with multiple events. There are no additional details regarding the additional patient events. Additional information was requested and the following was obtained. If further details are received at a later date a supplemental medwatch will be sent. Please clarify what is the specific issue with the device during this procedure? The prolene would break in the middle after about 2 passes did the suture detach from the needle? No. Did the suture also break? Suture broke, yes. Did the suture only break in the middle? Yes. Did the suture only break at the point that it is attached to the needle? No. How many sutures detached from the needle during this procedure? N/a. How many sutures broke during this single procedure? I do not know, several. Events reported via mw # 2210968-2021-01682, 2210968-2021-01683.

Event description:
It was reported that the patient underwent unknown procedure on an unknown date and suture was used. During the procedure on the second or third pass, the suture itself would snap in the middle. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
Date sent to the FDA: 03/24/2021. Additional h6 component code: g07002 device not returned. Additional information was requested and following was obtained: lot number? No. Is the device involved in the event or representative samples from the same lot number available for evaluation? No. The following information was requested, but unavailable: please clarify the type of procedure (for example, was it a carotid procedure)? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.